Manufacturer narrative:
A visual examination of the returned device noted that only the device shaft was returned for analysis. The stent and deployment suture were not returned. Visual evaluation found the shaft was kinked at multiple places. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the application of excessive force to the delivery system. Investigation determined that since the deployment suture was not returned, it was not possible to confirm the presence of a deployment knot, whether or not it contributed to the failure to deploy. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A search of the complaint database confirmed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex esophageal ng stent was to be used during a stent placement procedure performed on (B)(6) 2016. During the procedure, the stent fail to release at the distal end. The deployment suture knotted. The ultraflex esophageal ng stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Reported event of stent deployment suture knotted. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex¿ esophageal ng stent was to be used during a stent placement procedure performed on (B)(6) 2016. During the procedure, the stent fail to release at the distal end. The deployment suture knotted. The ultraflex¿ esophageal ng stent was removed from the patient and the procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.